Event description:
It was reported that, "the pt had loose components so the surgeon revised."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR# 9610726-2011-00437.